Manufacturer narrative:
This report is being submitted to provide explant information and updated b5 field. This investigation will be updated should pertinent information become available

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended, and this pacemaker remains in-service at this time. No adverse patient effects were reported. Additional information was received. This cardiac resynchronization therapy defibrillator (crt-d) was successfully explanted and was not returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (device evaluation): this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Based on the available information, we have confirmed that the event of message error code 1003 was defined in the risk documentation.. It was determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended, and this pacemaker remains in-service at this time. No adverse patient effects were reported. Additional information was received. This cardiac resynchronization therapy defibrillator (crt-d) was successfully explanted and was not returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended, and this pacemaker remains in-service at this time. No adverse patient effects were reported.